Event description:
In 2003, patient went to the hospital to receive the third chemotherapy application. During this treatment an undesired incident due to leak of the catheter. Highly caustic liquid flowed into patient's (right) breast tissue/area. The administration of the liquid was stopped at once. Dr tried to neutralize the agent with injections, and the catheter was explanted....breast swelled...admitted to hospital...pain, breathing difficulties, sleeplessness and trembling hands, and the wound in patient's breast.